Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 420mg/dl. The customer's most current level was 106mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer was advised that replacement sets would be sent out.